Event description:
Patient was revised to address anterior knee pain and a cystic formation in the superior aspect of her patella.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4). Patient medical records and x-rays were provided. Review of the supplied inputs confirmed the reported cyst. The pathogenesis of cyst formation is unclear and considered to be due to a combination of biologic and mechanical factors. It cannot be determined that the complaint is product related. Review of the supplied inputs did not confirm the reported device loosening. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.